Event description:
The bmw guide wire was advanced to the stenosis in lad. As the guide wire was being pulled back, the guide wire tip became separated. Most of the guide wire was removed; however, approximately 10mm remained in the pt. The separarted tip was compressed to the vessel wall with a 3.5mm stent.